Manufacturer narrative:
Additional information: h4, h6: type of investigation (add code), h11. H4: the lot was manufactured march 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an exactamix syringe inlet was damaged (opened). This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The actual device and photos of the sample were provided for evaluation. Visual inspection of the actual sample was performed which observed the packaging of the inlet was damaged (opened). Visual inspection of the photo identified the packaging was damaged and not secure allowing the inlet to be compromised. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.